Event description:
Paramedics attempted to use the device to administer a defibrillator shock to a pt diagnosed in ventricular tachycardia. Each time an attempt was made to charge the defibrillator, the device displayed a connect cable warning message and use of the device was inhibited. An automated external defibrillator was immediately available and used to administer a shock to the pt. The pt was subsequently transported to the hosp. The pt's outcome was not reported. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
Medtronic continues to investigate the reported event.